Event description:
It was reported that a flo-gard infusion pump presented an f-38 alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, power on self-test and a review of the alarm log was performed. During power on self-test and alarm log review the f-38 alarm was found. The cause of the condition was determined to be inoperative force sensing resistors (fsr). To correct the condition, the fsrs were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.